Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after received a shock. Upon interrogation an episode of lead noise was observed prior to the hv therapy. Noise was not reproducible with isometrics. The lead was capped and replaced.